Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, a damaged battery cap, a keypad button response issue, misaligned keypad button contacts and contamination under keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple pump reboots and one associated with a battery change. A portion of the battery compartment was observed to be missing at the threads. A battery compartment crack was also found. The returned battery cap did not properly secure to the pump because of the casing damage. The cap threads were also stripped. A power loss was observed after powering the pump on; further testing was performed using a test battery cap. Additionally, the ok keypad button was intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts; the contacts were also misaligned, and the ok key contact was inverted. Unrelated to the issues, the keypad cover was torn at the ok button. (B)(6).